Event description:
It was reported the patient¿s device was reporting low out of range impedances. It was noted the patient experienced a shocking or jolting sensation. It was reported the shocking was intermittent. It was noted the patient felt tingling and had stimulation changes along with the other symptoms about two months prior to the call. It was reported the patient needed to charge more often. It was noted the caller had changed the patient¿s stimulator and added a pocket adaptor. It was reported the patient had a loss of stimulation. It was noted the patient was to have a revision, but no date was scheduled at the time of report. It was reported the patient had no therapy at the time of report.

Manufacturer narrative:
Product ID: 74002, lot# n247747, implanted: (B)(6) 2010, product type: adapter. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 7495lz66, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3887-28, lot# l74630, implanted: (B)(6) 2000, product type: lead. (B)(4).

Event description:
Additional information received reported the patient came in on (B)(6), 2013, and claimed his stimulator was working fine after reprogramming. He now had adequate stimulation and was satisfied with his therapy. The patient was to inform his manufacturer representative and/or physician if things should change. It was noted no revision would take place at this time.